Event description:
Complainant alleged that the medics were treating pt who had suffered a heart attack. The medics attempted to defibrillate the pt using electrodes and a multi-function cable with the device, but the device screen displayed a "check electrodes" message. The medics verified that the electrodes were applied to the pt properly and that all connections were intact. The medic then replaced the multi-function cable, and using the same device and electrodes, the medics successfully defibrillated the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.